Event description:
It was reported that the patient received atp therapy in vt zone due to fast af via (B)(4). Reprogramming the device is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.